Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The customer returned lot 492115. It passed all testing and retention was checked for this lot as well.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported taking 3 units of novolog based upon an aviva system result of 80 mg/dl. Five minutes later, he lost consciousness and his son called paramedics. Customer stated that he did not feel any symptoms of low blood glucose. He stated his son's friend noticed he was acting weird, and then he passed out. Paramedics' system result was 30 mg/dl within 10 minutes of the initial aviva system 80 mg/dl. Paramedics treated him with glucose, 15 minutes after which he felt better. A request was made for the return of the meter and strips, replacement sent.